Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting by abbott field service representative (fsr), a review of instrument service history, a search for similar complaints, a review of historical data, and a review of product labeling. The fsr replaced the sample pipettor. There were no additional low results reported on architect c400839 after the pipettor was replaced. The fsr determined that the pipettor, sample, c4, part number 7-205171-01 was the likely cause for the issue. An instrument service history review revealed no additional erratic or discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the part associated with this complaint revealed no adverse trend, systemic issues, or nonconformances associated with the pipettor, sample, c4, part number 7-205171-01. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient identifier: second patient identifier: (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased sodium results when processing on the architect c4000. The following data was provided: sid (B)(6): sodium 105 and 137 mmol/l. Sid (B)(6): sodium 109 and 140 mmol/l. No impact to patient management was reported.